Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: carto 3 system, lasso catheter, stockert 70. Other companies¿ devices were used in this study: multidetector helical computed tomography (CT) (64-channel somatom-definition; siemens-medical solutions), 8.5 fr long sheaths (swartz sl1, st jude medical), acuson x300pe echocardiography system (siemens medical solutions). Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient with symptomatic drug refractory paroxysmal af underwent radiofrequency ablation and developed a pericardial effusion due to which the hospitalization was extended. An acute blood pressure drop and significant pericardial effusion emerged just after the contact-force guided radiofrequency application at the roof of the left superior pulmonary vein. A significant distortion of the pv antrum was confirmed at the sites of the complication, despite having been under strict monitoring (b20 g) of the contact force. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿impact of catheter tip-tissue contact on three-dimensional left atrial geometries: relationship between the external structures and anatomic distortion of 3d fast anatomical mapping and high contact force guided images.¿ the purpose of this study was to characterize the impact of high cf mapping on the local anatomical distortion of the la geometry in patients with atrial fibrillation (af). Thirty patients were enrolled in this study. Suspect device is smarttouch thermocool catheter, however catalog and lot number are unknown.

Manufacturer narrative:
(B)(4).